Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was system problem rm03 message on the controller screen since yesterday. Reviewed the meaning of the screen. Patient stated the recharger is overheating and starting to burn them when they is recharging the implanted neurostimulator. Pt confirmed they had no marks or injury, they just felt the heat. An email was sent to repair to replace the recharger.

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, low reading was observed (being 0 should be higher than 30). No visual anomalies were found. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.